Event description:
It was reported that the pt underwent pelvic surgery on 2004. Post operatively, the pt had a reoccurrence of a recterocele/enterocele defect and vaginal vault prolapse. In 01/2005, the pt underwent a posterior extraperitoneal mesh colopexy. The pt has recovered.